Event description:
Pt purchased the product thermacare manufactured by proctor & gamble. After reading the instructions, pt proceeded to use the heat wraps according to the instructions. The instructions stated that pt could wear the patch for up to 8 hours. After wearing the wrap for two hours they removed it only to notice that they had been burned on three areas on their back. Pt purchased the thermacare product, in hopes of making their back feel better, instead all they got was more pain. Pt positioned the wrap as directed in the instruction, and after about two hours they had to remove the wrap as it was burning their skin. When pt removed the wrap their spouse noticed that the wrap had burned them. Pt is very disappointed with the product, and feels it should be removed from the shelf before more people are injured.